Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vision abnormalities and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a patient with a xen 45 gel stent "had several issues after the xen stent was done." They "had sudden, painless vision loss, elevated pressures od and proceeded with a trabeculectomy soon after.